Manufacturer narrative:
The device was received for evaluation. During functional testing, no display was not reproduced a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no display. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.